Manufacturer narrative:
Unit received with operating currents within spec. Unit passed displacement test, self test and unexpected restart error test. Unit alarmed motor error during basic occlusion test due to fsr damage by moisture. Unable to perform prime test, excessive no delivery test, dat test and occlusion test due to motor error alarms. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Unit received with missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 350 mg/dl. The customer's other blood glucose is 425 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer did experience the symptoms such as vomiting and difficulty in breathing. Customer treated high blood glucose with insulin pen. Troubleshooting was done for high blood glucose and under delivery. Based on customer¿s report customer does allege under delivery because of high blood glucose value. Customer stated the pump has cosmetic damage. Customer reported insulin pump had a crack on reservoir compartment. Troubleshooting was performed for damage and noticed the reservoir did lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.